Event description:
It was reported that the patient implanted with a spinal cord stimulation (scs) system experienced inadequate stimulation. Multiple reprogramming attempts were performed; however, the issue persisted and satisfactory therapy was not achieved. Consequently, the patient elected to have the scs system explanted. Despite good faith efforts, no further information could be obtained.

Manufacturer narrative:
Block b3: exact date unknown, approximate based on the date the manufacturer became aware of the event. Model number/catalog number: sc-2352-50. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: linear 3-4 lead 50 cm. Unique identifier (UDI) # (B)(4). Additional suspect medical device components involved in the event: model number/catalog number: sc-2352-50. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: linear 3-4 lead 50 cm. Unique identifier (UDI) # (B)(4).